Manufacturer narrative:
According to information provided by field service technician on site, the pump has stopped for a few seconds, powered off and on on its own and then working normally again. Potential equalization cable was in use at customer site and no other rebooting on any other device in the or occurred. As troubleshooting the hkr pc board was replaced. For compatibility reasons also touchscreen, speakers and cables were replaced. Functional test passed positively and unit was returned to service. A device service history review has been performed and identified that the unit was manufactured in 2008 and no other similar event has been reported, neither concerning trend has been identified. The read-out of the roller pump (real-time device parameters and setting recording file) was gathered and analyzed and found watchdog_reset after the can_timeout. Can_timeout message indicates that the connection of the can bus to the pump has been temporary interrupted, and therefore the pump could not be controlled by the system. The software reset of s5 devices is a designed protective function of the system: if the system detects an exception (i.e. An unexpected bit sequence) on the can bus signal, it performs a reset to prevent the exception to propagate and affect subsystems functionality. The signal on the can bus can be distorted by electromagnetic disturbances, for example if the system is not properly grounded with the mandatory potential equalization cable, but also in case of microprocessor failure on electronic boards. Based on investigation results and taking into account the repair activity of the service technician, it is reasonable to assume that that a temporary electrical failure of the hkr board has caused the interruption of the connection between pump and system and the software reset occurred to restore functionality of the system as designed protective function of s5 system. No other action is deemed necessary. The risk is in the acceptable region. Livanova maintains and documents periodic customer events monitoring process to evaluate actions for products improvement. Livanova will keep monitoring the market.

Manufacturer narrative:
A.1.-a.5. There was no patient involvement. H10: livanova deutschland manufactures the s5 roller pump. The incident occurred in (B)(6) . A livanova field service representative was dispatched to the facility to investigate the device: computer board was replaced as a precaution and then for compatibility reasons also the touchscreen (older lcd version), speakers and cable were replaced. Subsequent functional verification testing was completed without further issues and the unit was returned to service. The serial read-out of the pump (real time device parameters and setting recording file) was pulled out and analyzed confirming that on the date of the event a watch dog reset error was stored in the pump microcontroller. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that a s5 roller pump gave a motor controller failure error code during procedure. Then, the pump stopped for a few seconds, powered off and on automatically and worked normally again. There was no patient injury.